Event description:
A complaint of pain at the pocket site was rec'd. The pt underwent a pocket revision to move the implant from the left side to the right side. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.